Event description:
The local factory service representative visited the facility for unrelated scheduled service. The service representative observed devices with upper case standoff damage. The damage observed could compromise the watertight seal and ultimately result in an inability to operate a device. The report is not associated with a pt use.

Event description:
An engineering investigation was initiated based upon damage to the product case. Damage to the case result in an inability to operate a device.